Event description:
Information received regarding the explanted device notes that post implant, the pacemaker system tested normal. Later the same day, the patient developed pocket stimulation. The stimulation stopped when the device was programmed to vvi mode. The physician initially felt that there may have been a break in the lead insulation, but when the lead was removed and no cause for the stimulation was found, the pulse generator was replaced.